Event description:
Pt underwent aortic and mitral replacements with biological valves. After discharge pt returned in congestive heart failure. Cardiac echo revealed mitral insufficiency. Pt returned to surgery where one leaflet of mitral bioprosthetic valve found to be immobile.